Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to stress urinary incontinence and cystocele. It was also reported the patient underwent a gynecological procedure on (B)(6) 2003 and mesh and infast bone anchors were implanted due to stress urinary incontinence and cystocele. It was reported that on (B)(6) 2004 the patient underwent mesh debridement of synthetic pubovaginal sling due to erosion of synthetic vaginal sling. It was reported that the patient underwent a gynecological procedure on 02/14/2007 and mesh was implanted along with concurrent cystoscopy, transvaginal tape, posterior colporrhaphy, and removal of nevus on right thigh due to mixed incontinence and rectocele. It was reported that on (B)(6) 2009 the patient underwent a davinci assisted bilateral salpingo-oophorectomy, sacrocolpopexy with mesh implanted, perineorrhaphy and cytoscopy for incomplete uterovaginal prolapse. It was reported that on (B)(6) 2010 the patient underwent excision of eroded vaginal mesh implant due to vaginal mesh erosion. It was reported that she experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, cannot sit, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.